Manufacturer narrative:
Correction: adding foreign report source.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) had gone into inappropriate reset. This reset was caused by a magnetic resonance imaging (MRI) scan in which the physician did not activate device MRI settings. High voltage therapy was disabled while device was in backup mode. The device was able to be successfully reprogrammed back to its normal settings. There were no patient consequences.